Event description:
Complainant alleged that during biomed testing, the output on pacer output resets to zero by itself. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical center has not received the product and this complaint is still under investigation.